Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05977 and 2134265-2016-05976. It was reported that vessel dissection occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). Vascular access was obtained using retrograde approach from right sfa. Intravascular ultrasound was attempted but the device could not pass through. A 2.0x40 coyote balloon catheter was then used to expand the external iliac artery (eia) at 12 atmospheres and then a 6.0x40 sterling at 6 atmospheres. The blood flow was bad which confirmed by antegrade contrast radiography. The physician then decided to do stenting. An 6x100x120 epic was then deployed near sfa and another 8.0x60 epic stent was also deployed. Few hours after the procedure, the patient complained about swollen leg and pain. It was then noted that a thrombus and vessel dissection occurred. Subsequently, a fogarty (thrombectomy) emergency treatment in right femoral was held. Angiography was then performed which showed thrombosis and vessel dissection was still noted and was treated with by implanting a non-bsc stent. The procedure had difficulty and took hours, however, was finished without any issue. On the following day, in the morning, the patient had cardiac arrest and eventually died due to hemostasis.